Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastroenterostomy procedure, the first firing was a success. At the second firing ,the surgeon could not push the firing knob and could not fire the device. Replaced by new device, the procedure was continued. No patient injury reported.